Manufacturer narrative:
(B)(4).

Event description:
This (B)(6) hospital ac power supply EU was not in patient use. The (B)(6) hospital ac power supply EU is a component that enables the (B)(6) driver to be plugged into an external power source. The customer reported that the hospital ac power supply EU was very difficult to connect to a (B)(6) power adaptor. The customer also reported that once the hospital ac power supply EU was connected, the green led did not illuminate. The customer also reported that it was also very difficult to disconnect the hospital ac power supply EU from the power adaptor. The customer also reported that it was also difficult to connect the hospital ac power supply EU to a battery charger. This alleged failure mode poses a low risk to a patient because this issue was observed when the (B)(6) hospital ac power supply EU was not in use by a patient. In addition, the reported issue would not prevent a (B)(6) driver from performing its life-sustaining functions. The (B)(6) driver has a redundant power source of onboard batteries. The (B)(6) hospital ac power supply EU will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
This (B)(6) hospital ac power supply EU was not in patient use. The (B)(6) hospital ac power supply EU is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the hospital ac power supply EU was very difficult to connect to a freedom power adaptor. The customer also reported that once the hospital ac power supply EU was connected, the green led did not illuminate. The customer also reported that it was also very difficult to disconnect the hospital ac power supply EU from the power adaptor. The customer also reported that it was also difficult to connect the hospital ac power supply EU to a battery charger. The hospital ac power supply EU was returned to syncardia for evaluation. Visual inspection revealed that the cable connector cover was not in the correct orientation. This prevented the hospital ac power supply EU from making a proper connection to provide power to a freedom power adaptor or battery charger. The ac power supply cable was disassembled, the connector key slot was aligned with the connector cover key tab and the correct mating configuration was obtained. After the ac power supply cable was reassembed, the hospital ac power supply EU passed all required functional testing. The root cause for the observed issue was the incorrect orientation of the connector cover on the (B)(6) hospital ac power supply EU, which may result from processes at the component supplier or syncardia. Syncardia has implemented process controls to identify this issue prior to release of freedom ac power supplies to finished goods and to eliminate the potential for recurrence. The occurrence rate for this issue is extremely low and there is no impact to the patient. The incorrect orientation of the connector cover is immediately identifiable by hospital personnel when preparing the freedom driver for patient use per section 7.5 of f-900012, freedom driver system operator manual. The freedom driver system includes multiple power sources and power supply accessories such that operation of the driver is not impacted by this issue. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.